Event description:
It was reported that patient has an erectile dysfunction device which was done illegally and is being used to torture the patient. He wants to know how to stop it from being used wireless. No information about the patient outcome is available at the moment.